Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the spin from the imaging system did not transfer over to the navigation system. The account did not verify if the spin had a [nav] tag. The length of the delay was not specified. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID 9736401 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.